Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient had a sudden pain at their ins site; there were no trauma/falls reported. Patient states it is not hot to the touch but is tender to the touch, and when she is up walking around she is fine. Patient states she cannot sit or put any weight on the ins implant site or roll over on it. Patient states if she accidently bumps it, it hurts so bad that she screams. Patient states it feels like the ins is hitting or pressing up against the nerve. Patient state she called the implanting physician and was directed to call the manufacturer¿s representative. Patient services reviewed the issue was a medical matter and redirected the patient to their doctor for evaluation. Patient reported the device was working well. No further complications were reported or are anticipated.